Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. Additional information was received from the field representative indicating that the pacemaker was explanted and then used as an external temporary pacemaker. There were no additional adverse patient effects reported. Subsequently, the pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the explant date and usage of device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. Additional information was received from the field representative indicating that the pacemaker was explanted and then used as an external temporary pacemaker. There were no additional adverse patient effects reported. Subsequently, the pacemaker was explanted.